Event description:
It was reported that the customer went to the emergency room and was treated with intravenous saline and insulin. The customer was discharged on (B)(6) 2022 with no permanent damage. Reportedly, occlusion alarms had occurred. The customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.